Manufacturer narrative:
The device was returned due to the field action for assurity, endurity inhomogeneous epoxy mixing issued by abbott on 18 feb 2025 for a subset of devices distributed and implanted outside of the united states with no allegation of a malfunction and patient symptoms of dizziness and low heart rate. A visual inspection of the device and header attachment area did not find any anomalies. Interrogation of the device indicated battery voltage and current within normal range when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Event description:
It was reported that the patient experienced a low heart rate and dizziness. The device is included in the field action for assurity, endurity inhomogeneous epoxy mixing issued by abbott on (B)(6) 2025 for a subset of devices distributed and implanted outside of the united states. The device was explanted and replaced to resolve the event. The patient was in stable condition.